Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 297 closed samples and 1 open sample with the needle detached from the thread. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.27 kgf in average and 0.138 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that the thread detached from the needle without using muscular strength. It has happened several times with sutures from the same batch. Additional information has been requested but not yet received.